Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 92 mg/dl and his sensor glucose level was 192 mg/dl. The customer stated that his sensor glucose values have been 100 to 150 points off his actual blood glucose values, causing his insulin pump to threshold suspend when it should not. The customer also said he has received calibration errors and lost sensor alerts. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.